Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the pump shutting down without alarming. Based on the pump history log it appears that faulty batteries were used with the pump causing the pump to shut down without alarming, resulting in the system interrupt in the pump history. The pump passed all battery tests conducted by mmdg, and shows running normally for over a thousand hours in the pump history. The pump was serviced and returned.

Event description:
The initial reporter stated that the pump says system interrupt. They stated that the patient had a back up pump and did switch over, so there was no delay in therapy. The initial reporter also stated that the patient was fine after the occurrence. (B)(4).